Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v402919, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v402919, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient wanted some information. The patient stated he had an stimulator placed "on my prostate¿ in 2010. And it went bad and the patient still left it in. The patient inquired if ¿I'm still bothering with the problem can that be revised." The patient was asked to clarify what "it quit working" meant. The patient stated "all I got was it was not working and I could take it out or leave it in." The patient chose to leave it in. The patient don¿t remember the date. It lasted maybe a year." The patient stated he didn't think he wanted to replace the stimulator. It was noted that the patient gave up on the healthcare provider after they sent an nurse in to answer a question and wouldn¿t talk to the patient. The patient was very disappointed in the call and thought maybe it would solve their problem but ¿ it sure didn't¿. The patient was not a satisfied customer." Additional information reported that the cause of the event was unknown and the stimulator attributed to the event. It was unknown if the stimulator was due to the issue. It was noted that no intervention was done. Sign and symptoms was reported as device stopped working. There was no injury reported. It was reported that the patient was doing well then the device stopped working.